Manufacturer narrative:
(B)(4).

Event description:
The patient no longer had a pump managing physician; he was looking for a new one. The patient needed to find a new doctor because he needed to get his pump filled. He was past his refill date and the pump started beeping on the date of this report; it was a two-toned alarm. The patient did have oral baclofen. The device system was delivering lioresal. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8711 lot# n141372014, implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
The patient was brought to the hospital because of increased spasticity in all of his extremities. The pump had been alarming for several days. Upon interrogation, it was determined that the pump had reached normal eos (end of service) on (B)(6) 2015. The pump was replaced. The patient status was reported as ¿alive-no injury¿. Per this reporter, the device system was delivering compounded baclofen.